Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads.(B)(4)

Event description:
Customer reported that the insulin pump was cracked around the battery compartment and the threads were visible. Blood glucose level was 84 mg/dl at the time of the call. No further information was provided.